Event description:
It was reported that review of stored device data in the remote home monitoring system noted this pacemaker, right atrial (ra) and right ventricular (rv) lead exhibited a temporary increase in threshold measurements with decreased sensing and decreased pacing impedance measurements at the same time. Pacing impedance measurements, although decreased, remained within normal limits. Additionally, review of a recent stored ventricular event showed t-wave oversensing on the atrial channel and crosstalk from atrial pacing on the rv channel. The crosstalk on the rv channel appropriately fell into the programmed blanking period. Technical services (ts) noted that review of recent device data showed all measurements returned to historical values. Ts discussed the potential of patient clinical changes or a potential procedure contributing to the temporary changes that were observed and recommended the company representative inquire with the clinic or physician. No additional information has been provided from the physician at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.